Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the user that the iabp alarmed air leak during patient use. There was no harm reported.